Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of monopolar curved scissors (mcs) instrument broke away. The procedure was completed with no reported injury. The procedure was delayed by less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.